Event description:
It was reported to medtronic minimed that the customer experienced wrong units in appa. The customer reported no adverse event. The event involved product(s) mmt-8400. Troublehsooting was performed, unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-8400.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
"An attempt to reproduce the reported event using simplera 1.3.1 using iphone 12 (os-17.1.2) was conducted and confirmed the issue is not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirements specification document (B)(4). We were unable to conduct a thorough investigation due to the lack of application diagnostic logs necessary to perform a comprehensive analysis. Without access to the required data, we are unable to identify a definitive root cause of the issue. However, based on our assessment, we believe that the issue experienced is device specific i.e either the location on the local phone is not set to finland or the time zone is set to a different area or the care link account created is for another country which has caused the customer to face this issue. The following steps to resolve the issue were provided to the technical support: 1. Confirm the region in the iphone settings is set to ""finland."" 2. Confirm that the timezone has been set to finland as well. 3. Confirm the carelink account used to login is created for finland. Note : after the above conditions are met . Please follow the below. 4. Change the region in your iphone settings to UK. 5. Launch the simplera. 6. Change the region back to ""finland."" 7.see if the issue is still fixed. 8. If the issue still persists , reboot the phone and relaunch the simplera app. The issue should be fixed. Also, as performed by the customer himself , deleting the app and relaunching it and relogging to the correct country could solve the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.